Event description:
It was reported that dislodgement was observed on the right ventricular (rv) lead. The rv lead was successfully repositioned and to resolve the event. The patient was stable and there were no adverse consequences.